Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the pulsed field ablation farawave catheter was selected for use. It has been mentioned that installation break of the flower tip occurred. One of the splines slightly broke off from the main body and there was fracture at the tip. The procedure was completed using different device (same model). No patient complications occurred.